Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. The 2.5x15mm trek rx balloon dilatation catheter (bdc) was advanced for post-dilatation and the balloon ruptured during the first inflation at 6 atmospheres (atm). A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no reported significant delay in the procedure. No additional information was provided.